Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd pas received a customer complaint from a us customer for erroneous troponin results while using the bd vacutainer® pst tubes. As bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation. Bd pas performed a clinical complaint evaluation utilizing retention samples and did not reproduce the customer¿s reported failure mode (erroneous troponin results). Bd pas provided specimen handling parameters addressing heparin plasma testing in clinical chemistry. Factors involved in the collection, handling and processing of heparin-plasma specimens can influence plasma specimen quality, with corresponding potential effects on both instrument operation and analyte stability. Specimen management protocols are of particular importance when using heparin plasma, to ensure plasma specimen quality and overall performance are acceptable. To assure a high-quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that erroneous results occurred with after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, it was reported that there have been issues with falsely elevated troponins. Getting falsely elevated troponins using the green pst tubes. Upon re-spinning the value decreases. I spoke to this customer during post market surveillance and she stated that they have been having trouble with falsely elevated troponins. They are using the light green psts, when they get a high troponin, they re-spin the tubes and re-test then the value decreases. The customer stated that this has been an ongoing issue and did not contact bd." 1 of 3 complaints: unknown date of event.